Event description:
It was reported that during procedure, the patient's right ventricular (rv) lead couldn't be properly connected to any psa connector. The rv lead was not used and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
The reported event of lead could not fit into the connector sleeve was confirmed. A complete lead was returned with the associated connector sleeve. Examination of the lead found the connector boot appeared to be larger in one area. Insertion test confirmed that the lead could not be fully inserted into the test connector sleeve or the returned connector sleeve. Dimensional analysis found the outer diameter of the connector boot was out of product specification at one location. This may have contributed to the sleeve insertion failure.